Event description:
Patient was on hausmann table with back rest in elevated position. Patient proceed to exit off table, turned to one side to exit and # 06 hinge for back rest broke and patient fell back to horizontal causing possible neck or back injury. Therapist applied ice pack and soft collar. Patient went home after incident. Outcome not known.